Manufacturer narrative:
Suspect medical device, device manufacture date: balloon, (B)(4), batch/lot # 180657005, mfg date 08/07/2017, exp date 07/27/2022. Pump, (B)(4), batch/lot # 182565014, mfg date 08/21/2017, exp date 08/07/2018.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to erosion. A new aus device consisting of a 6.0cm cuff, 61cm prb and control pump were implanted on (B)(6) 2018.